Event description:
It was reported that the patient was experiencing an implantable pulse generator (ipg) pocket pain. It was also noted that the patient was dissatisfied with the device. The patient underwent an explant procedure. No further information has been obtained.

Manufacturer narrative:
Sc-1232: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing an implantable pulse generator (ipg) pocket pain. It was also noted that the patient was dissatisfied with the device. The patient underwent an explant procedure. No further information has been obtained.